Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b3: unknown when infection occurred and also when hardware removal occurred. D1, d2, d3, d4, g4 ¿ 510k: this report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in australia as follows: it was reported a surgeon mentioned he saw another doctors patient for a review of a small swelling that had arisen on patient's left mandible, anterior to his bsso site. The surgeon routinely removes all plates after these cases and conducted revision surgery (B)(6) 2023 and unknown date in (B)(6) 2023. The initial date of surgery was (B)(6) 2023. The surgeon stated the patient had a post-op infection following his surgeries but the previous doctor wouldn't accept that and continuously said the patient was fine. The patient ended up seeing an ent surgeon to have an abscess drained/controlled on an unknown date. The patient is not experiencing pain or dysfunction now but is still concerned about complications so when this small swelling arose he sought the second doctor's advice. The doctor could not see any sign of a foreign body and has advised the patient to wait and let it settle. This report is for unknown screws for (B)(4).